Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"During operation, flexible acetabulum drill was broken from shaft while drilling the acetabulum." Update: as per response, "no debris/components left inside of the patient. Primary surgery. There was no revision. Left side. 5 minutes surgical delay.

Manufacturer narrative:
An event regarding crack/fracture involving an trident driver shaft was reported. The event was confirmed by inspection of the received image of the device. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted that the flexible shaft is observed to be fractured at one of the end. Scratch marks are observed on the surface of the device. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices were accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that during operation, flexible acetabulum drill was broken from shaft while drilling the acetabulum. There was a surgical delay of 5 minutes. Visual inspection of the received image of the device noted that the flexible shaft is observed to be fractured at one of the end. Scratch marks are observed on the surface of the device. The exact cause of the event could not be determined as the device was not returned. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"During operation, flexible acetabulum drill was broken from shaft while drilling the acetabulum." Update: as per response, "no debris/components left inside of the patient. Primary surgery. There was no revision. Left side. 5 minutes surgical delay.